Event description:
Customer reports one incident of a blood leak at the end of treatment on use number 6. Noted by a blood leak alarm and confirmed with hemastix. Treatment was discontinued as there was only 37 minutes remaining. No pt injury or medical intervention was reported.